Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a rotational atherectomy procedure, removal difficulty and vessel perforation occurred. The 90% stenosed lesion was located in the severely calcified, moderately tortuous proximal to mid left anterior descending (lad) artery. The physician advanced a 1.5mm rotablator rotalink plus burr to the lesion and performed ablation. Upon attempting to remove the device, it was noticed the burr was stuck in the distal portion of the lesion. The physician removed the burr, vessel perforation was noted. The physician used an unknown balloon catheter and unknown coils to complete the procedure. No complications were reported and the patient's status is good.

Event description:
It was reported that during a rotational atherectomy procedure, removal difficulty and vessel perforation occurred. The 90% stenosed lesion was located in the severely calcified, moderately tortuous proximal to mid left anterior descending (lad) artery. The physician advanced a 1.5mm rotablator rotalink plus burr to the lesion and performed ablation. Upon attempting to remove the device, it was noticed the burr was stuck in the distal portion of the lesion. The physician removed the burr, vessel perforation was noted. The physician used an unknown balloon catheter and unknown coils to complete the procedure. No complications were reported and the pt's status is good.

Manufacturer narrative:
Update: device evaluated by MFR, method, results, and conclusion. Device evaluated by manufacturer: a visual examination identified the handshake connections were connected together. A tug test was performed and no issues were noted with the unit's handshake connector during the connection of the device. The burr was microscopically examined and dried saline was found on the burr. The annulus of the burr was found to be slightly misshapen. No issues were noted with the diamonds of the burr. There were no scratches that exposed brass on the plated back half of the burr. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).